Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and (B)(6) 2022. The patient reproted that prior to the event although she had been sick for three weeks and not eating regularly, the bg and cgm values coincided. At the time of the event she had been vomiting and passed out. She was transported to the hospital and admitted overnight. The cgm value on the tandem pump screen was 90 mg/dl and the bg finger stick was 293 mg/dl. Her blood pressure and blood sugar were high and she received IV fluids, insulin and blood tests. At the time of discharge she continued have random headaches, nausea, and dizziness, and planned to see her healthcare personnel (hcp) later that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).